Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there are issues when attempting to flush the product could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ pump set was occluded and wouldn't allow the saline syringe to flush it. The following information was provided by the initial reporter: "in the ER, we keep getting defective ones. When we go to set up and IV, and attach the normal saline syringe to the hep lock, it will not flush or do anything. We have to pitch it and get a new one."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pump set was occluded and wouldn't allow the saline syringe to flush it. The following information was provided by the initial reporter: "in the emergency room, we keep getting defective ones. When we go to set up and IV, and attach the normal saline syringe to the hep lock, it will not flush or do anything. We have to pitch it and get a new one."